Event description:
It was reported that customer received no delivery alarms during manual prime. Customer continued to receive no delivery alarms after troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.